Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue.

Manufacturer narrative:
Site physician, dr. (B)(6). Declined to provide patient information. Ha medtronic representative, following-up at the site, reported the alleged inaccuracy was 1.5 - 2 millimeters. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy occurred. To use CT navigation, point registration was performed, accuracy was 1.5. Surface registration was performed afterward, accuracy was around 2.0. The surgeon deemed accuracy was not adequate and chose to abandon the use of the navigation. Separation of the periosteum was performed securely with one vertebral body, however, accuracy was alleged to be less than desired. Accuracy was confirmed by fluoroscope and level, or patient data, was correct. The surgeon opted to continue and completed the procedure without the use of the navigation system. Delay in therapy was 5 minutes. There was no impact on patient outcome.